Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the flex trach wire was exposed. The event occurred while in use with patient at patient's home. The outcome of the event was on going and awaiting for replacement. The child was vent dependent. There was patient involvement and no patient harm reported.

Manufacturer narrative:
H3: the device was received for evaluation. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint. The tubing base deformation exhibited clean edges consistent with damage from a sharp object. In addition, exposed wire was observed at the shaft. The deformation in the affected area was irregular. The probable cause could not be determined.